Manufacturer narrative:
The investigation into the saturated flow and the access site bleeding ¿ major issues has been completed since the original report was submitted. The device was not returned by the user facility for investigation. According to the clinical, flow saturation was recorded and followed by a pump stop. The next day low platelet counts were also recorded. The cause of the pump stop, the major access site bleeding, and the thrombocytopenia could not be determined because no product was returned, and limited clinical information was given. To conform to updated procedures, section d6 was revised with updated information.

Event description:
The u.s. Complainant had impella 5.5 support ongoing for 16 days for a patient transferred to the tertiary center for advanced care. The pump support was ongoing with a hematoma treated and flow saturation. The flow saturation concerned the team that the pump may stop. The pump was explanted after the 16th day with underlying sepsis.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿